Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no reported impact to the customer¿s blood glucose level. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully reloaded the original cartridge, allowing the caller to resume insulin therapy.